Event description:
The customer reported there was no image displayed when the tip of the scope was curved. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. Inspection and testing confirmed the reported event. When the tip was curved, the image was not displayed. In addition, there was noise on the image, the bending section cover was scratched, the adhesive at the bending section was chipped, the video connector was damaged, and the down angulation was insufficient due to a stretched angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 01-mar-2022. Correction: should have been reuse rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation of the image disappearing when the tip of the scope was curved, the root cause was unable to be identified. The even was most likely caused by a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.